Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a tibia plateau procedure, the drill bit broke into two pieces. A piece of the drill bit, approx 1cm in length remains implanted in the pt. No attempts were made to retrieve the broken piece. In addition, upon final tightening, the end of the shaft of the screwdriver, being used to tighten a screw, broke off. The break occurred at the slight step on the shaft, just next to the hexagonal tip of the screwdriver. The piece was retrieved and discarded. Surgery was completed without further incident. This is 2 of 2 reports for the same event.